Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a prograsp forceps was loose and causing extra unintentional movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the instrument jaws were loose, such that any motion or handling caused the tip to move in excess, indicating the jaws were not tight. The issue was identified by the certified surgical technologist (cst) during pre-use inspection, not while the surgeon was at the console or manipulating the instrument. The failure was not related to an inability to move the instrument, but rather to excessive, unintended movement of the jaws when picked up or handled, and the issue was persistent, leading the team to retrieve a replacement instrument. There was no patient injury, no instrument-to-instrument or arm-to-arm interference, and no external collisions reported. The instrument should have been returned to isi for evaluation, and no photographs or video are available for review.